Event description:
The following has been reported: staff reported to biomed pump error "remove from service". No patient harm. Biomed duplicated problem. A review of the logs has allowed fresenius kabi engineering to review and identify the following issue: sensor hardware failure (vr encoder) (sensor-4) reporting due to referenced issue. No adverse effects were reported. The device was received back for investigation. Flexible circuit connector was not latched shut, which enabled flexible circuit to wiggle free from proper connection, which created a loss of communication to the encoder. Root cause: workmanship, assembly error fresenius kabi has performed a retrospective review of complaints associated with this failure mode and has decided to submit an MDR submission as a conservative measure.